Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The patient experienced elevated intraocular pressure, narrowing of the angle and angle closure. The lens was exchanged for a shorter lens. The patient's post-op best-corrected visual acuity was 20/20. The reporter stated the event was caused by the patient taking oral antihistamine/decongestant (causing pupil dilation and angle crowding), this was reversed after being prescribed pilocarpine drops and eye massage.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Method: medical review. Results: per medical review - according to user failure mode analysis, it has been determined that excessive vaulting was a consequence of wrong lens use which include the following: improper white to white measurement, variability of the white to white measurement based upon different techniques, poor correlation of white to white measurement and length of ciliary sulcus in a individual case, irregular ciliary sulcus or ciliary sulcus cyst and improper lens label. Excessive vaulting could cause angle narrowing, closure and high iop. Antihistamine medication could have the mydrasis effect that exacerbated the narrowing and closure of anterior angle. Conclusions: based on the complaint history, work order search and the medical review, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).